Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Rectum in laparoscopic surgery (cancer of the rectum, a tumor). What is the surgeon¿s experience with device? The surgeon is an expert in laparoscopic colorectal surgery, more than 500 interventions with echelon 60, echelon 60 flex, and echelon 60 flex powered was the surgeon able to complete 3 firing strokes? Yes, the surgeon was able to complete the 3 firing strokes. What troubleshooting steps were taken to open device? The surgeon trying to unblock echelon flex 60 with the red button, the stapler is stuck. The echelon flex 60 is blocked just after the section and the stapling (at the time of the return of the blade) impossible to open, stuck on the tissue. Was this the 1st firing of device? Yes, it was the first firing of device, a new product. Were previous staple lines being crossed? Were clips used in surgical procedure? No the previous stapling lines were not crossed. Yes it used resorbable clips absolok ref (B)(4). What is the current patient status? The surgeon was obliged to convert from laparoscopic surgery to open surgery, to save the patient. The patient is well (chemotherapy sessions).

Event description:
It was reported that during a laparoscopic colorectal procedure, the device is blocked just after the section and the stapling (at the time of the return of the blade). Impossible to open it; stuck on the tissue of the rectum. Converted to open to complete the procedure and hospitalization required.